Event description:
It was reported that a flogard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, functional testing, alarm log review and battery testing were performed. During the alarm log review and the battery test a low battery alarm was identified. The cause of the alarm was determined to be low battery voltage. The battery was replaced to correct the reported condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.